Event description:
It's been 21 years now since I had lasik and I've suffered from severe pain in my right eye. It has completely changed my life. I had to retire from a career I loved because screen time is very limited. I spend most of my days and nights in bed with a heating pad on my eye. Until medicare kicked in, I had to drain my savings by paying (B)(6) a month on my pain med "cocktail." I had to see dozens of doctors before any believed me because I look just fine. Thank god for dr. (B)(6) (now deceased), who wrote journal articles about this and made it real to other doctors. Before he died, my neurologist consulted with him. All the other doctors weren't willing to admit they knew nothing about this and needed to call (B)(6). Also thank god for (B)(6), where I have about 9,000 buddies in the same boat. They are the only people, besides my sig other, who has stood by me, who understand what it's like to live with this. I do not understand why the FDA continues to let doctors do this surgery, then lets them say this "side effect" is "rare." Hardly, for every 9,000 of us in online support groups (yes, that's plural), there are thousands more at home, unable to even be on the computer for two minutes. Or they're not complaining because they're dead. We all know others who have committed suicide and we understand why they did it. If you're reading this and you have not had lasik, run, don't walk, from doctors who tell you people like me are nuts. We're out there, big-time, suffering in silence. FDA safety report ID# (B)(4).